Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced a safety shield failure, causing a serious injury in the form of a dirty needle stick. The following information was provided by the initial reporter: material no. 368608, batch no. 8222875. Bd vacutainer® eclipse¿ blood collection needle ¿ 22 gauge. Event date: 5/13/2019, ref # 368608, lot # 8222875. Description: the needle safety guard did not cover the needle after use ¿ needle stick to employee. Several boxes of this lot are available for return and review.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for safety shield separation with the incident lot was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced a safety shield failure, causing a serious injury in the form of a dirty needle stick. The following information was provided by the initial reporter: material no. 368608, batch no. 8222875. Bd vacutainer® eclipse¿ blood collection needle ¿ 22 gauge. Event date: (B)(6) 2019. Ref # 368608. Lot # 8222875. Description: the needle safety guard did not cover the needle after use ¿ needle stick to employee. Several boxes of this lot are available for return and review.